Event description:
It was reported that the atrial lead had been programmed to vvi mode for approximately 22 months. During a device changeout procedure, the lead was noted to have high impedance. The lead was attached to the new device and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.